Event description:
A malfunction on a pump was reported by the customer, but no notable events occurred prior to the malfunction, and blood glucose level did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer successfully reset it with no recurrence of the issue. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.